Manufacturer narrative:
The issue reported was that the tangent motion of the system traveled at a fast rate of speed in the opposite direction. This event occurred during a service event; therefore, the system was not in clinical use. There was no harm. The philips field service engineer (fse) was on site evaluating the system. During service, when the fse was setting up calibration points to be used for pinhole collimator exchange calibration, detector 2 tangent motion ran in fast speed in the opposite direction as the final position requested. The fse had set the desired position for detector 2 tangent in motdiag to -252 and it moved to that location, but then reversed direction and started running at fast speed. The fse pressed the space bar on the service interface and the motion stopped. The fse attempted to recreate the issue however could not replicate the issue. He confirmed this only occurred one time. The system was returned to the customer for clinical use. All of the available information and logfiles were sent to philips engineering which concluded: the issue reported during detector 2 tangent reverse direction movement is confirmed with the log files. The cause of this behavior is that the software does not correctly handle two conditions: 1) motion reaches zero velocity but it not within the allowable distance from the programmed end position to complete the motion in a single step. 2) motion reaches the programmed end position, but the magnitude of the velocity is greater than the allowable range of values to complete the motion in a single step. The result of missing the thresholds for stopping is that the motion reverses direction and accelerates until the motion is stopped by external means (motion limit switch, activation of collision sensor, or activation of emergency stop button). The uncommanded gantry reverse rotation occurs very rarely in the normal use conditions. Furthermore, the gantry reverse rotation is not spontaneous, but a continuation of the commanded motion by the user and is detectable. The system has collision sensors, hardware and software travel range limits and emergency stop controls which can be relied on for the user to stop system motions. Per the instructions for use (IFU): before you start a study, make sure that the equipment can proceed through its full range of intended motions without coming into contact with the patient or objects. The emergency stop buttons activate quickly to stop detector and gantry motions. Make sure that you are familiar with the location of the emergency stop buttons, and do not hesitate to use them. Internal cross reference: complaint (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The issue reported was that the tangent motion of the system traveled at a fast rate of speed in the opposite direction. This event occurred during service event, therefore the system was not in clinical use. There was no harm. This complaint is considered to be a reportable event and is currently under investigation.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The issue reported was that the tangent motion of the system traveled at a fast rate of speed in the opposite direction. This event occurred during service event, therefore the system was not in clinical use. There was no harm. This complaint is considered to be a reportable event and is currently under investigation.